Event description:
Patient has been doing well without vns stimulation. Vns will remain programmed off. No known surgery has occurred to date.

Event description:
It was reported that the patient generator had high impedance. The patient device was disabled and the patient seizures will be monitored to see if patient's condition changes. Programming data was provided and reviewed. Based on the impedance history, the lead appears have a positional fracture as intermittent high impedance was observed ranging from 4000 ohms - 9000 ohms. No known surgery has occurred to date. No additional relevant information has been received.